Manufacturer narrative:
(B)(4). Report 3003898360-2017-01268 is being retracted because the complaint was duplicated.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml lot #73k1700553 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device performed as expected for the first clip fired, but jammed during firing of the second and third clips. The jam occurred while the surgeon attempted to fire a clip over a large portion of the cystic duct, and the clip was unable to lock over the tissue. The surgeon then re-squeezed the device handle in an attempt to lock the clip, inadvertently loading and firing a second clip while the un-locked clip was still in the applier jaws. This is not proper technique as defined by the product IFU, and created the jam. The device was then removed from the patient so the jammed clips could be removed from the device jaws. Once the jaws were cleared, the surgeon was instructed to load and fire another clip onto the mayo stand to ensure proper function. The clip was unable to load successfully and did not properly engage with the jaws. The device was then removed from the case and set aside for return to the manufacturer. There was no patient injury.